Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an atrial pulse being sensed by the ventricular channel resulting in inhibition of pacing. The patient is pacer dependant.